Event description:
During a pci procedure, the first inflation of the maverick2 ptca catheter balloon was successful. However, the physician was unable to increase the pressure on the second balloon inflation. A balloon rupture of the maverick2 monorail ptca catheter was noted at device removal. It is unk when the balloon rupture occurred. The lesion being treated is unk. The procedure was successfully completed with this device. No pt injuries or complications were reported.